Event description:
Information received by medtronic indicated that the insulin pump had cracked exposed to moisture. No harm requiring medical intervention was reported. The customer will discontinue the use of device

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged damage (physical or cosmetic), exposed to moisture found on oct 25, 2021. Pump was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image) alarm due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 , pcba 2, force sensor. Unable to download firmware using crest due to blank display. Unable to download history files and traces using thus due to blank display. Swapping out test boards confirms blank display is isolated to pcba 2. Pcba 2 was cleaned using isopropyl alcohol with no effect. Force sensor zero offset not within specification olmv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched lcd window, cracked keypad overlay select button dome, corroded battery tube, cracked battery tube case, cracked belt clip rails. Critical pump error (open book image) alarm unknown due to blank display. Blank display due to moisture damage on pcba 2. Unable to download history files and traces due to blank display.